Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that during the software upgrade, the iabp froze. The fse reset the iabp and continued the upgraded. On (B)(4) the fse stated the he completed the preventive maintenance on the iabp and returned it to the customer, cleared for clinical use. In addition the fse noted that the customer's biomed is replacing the batteries. (B)(6).

Event description:
A getinge field service engineer (fse) reported that after a datasette software upgrade, the intra-aortic balloon pump (iabp) froze during the safety disk calibration. No patient was involved, and no adverse event was reported.